Event description:
The facility reported a pump with failure code 570:320:844:0000 and batteries will not charge. It is not known when this failure code occurred. There was no pt injury or medical intervention necessary according to the hosp rep. No additional contact info is available.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the eval, or if any additional details become available. This report represents all info known by the reporter at this time.